Event description:
Add'l info rec'd from MFR 8/4/04: device was received in good working condition. The service seal had been broken. A red "defective" sticker was attached to the front and dated 5/10/04. Event log: data from the log was reviewed and summarized in the file. The log indicates that the infusion was run for less than an hour during which time numerous air in line alarms were logged. The dosage during the infusion was titrated up and down from .25 to .60 mcg/kg/min. Testing: during testing the reported "infusion bar going blank" was replicated. The scrolling dot matrix display, where the dosage is normally displayed, went blank. Each time the channel was paused or restarted the display would scroll properly for a few minutes then go blank again. This failure of the display, however, does not interrupt the infusion. Rate accuracy testing was performed on channel b at 4.9 mls/hr. Mean flow rate was measured at 5.14 (4.93% error). The device was then opened for inspection and it was noted that the j1 connector on the display board was partially disconnected and that on the other side of the display board the j1 pins were slightly corroded. The corrosion was then cleaned off and the cable was fully connected and the device reassembled. The deivce was then allowed to operate overnight with channel b's display scrolling. The next morning the display was still scrolling. Conclusion: the reported underinfusion could not be duplicated during testing. The reported "infusion bar going blank" was replicated but was not found to interrupt the infusion. Data from the log suggest that the perceived underinfusion condition may have been the result of the numerous air in line alarms during the short infusion (less than an hour) that the channel was in use. Rate accuracy testing indicates that the channel is infusing within specifications even with the "infusion bar going blank" condition present. MFR found the event to be non-reportable due to the known info: no pt injury and no product performance issue found.

Event description:
Gemini pump under infused nipride, pt's b/p did not respond to medication.